Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override mode. The technical support specialist (tss) found no critical override icon was present. Data sync logs showed no communication issues. A brief delay in sync was observed on the server, and the data sync service was restarted on the station. After restarting, sync information was current, and the station was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had critical override and communication issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.